Event description:
Revision surgery - the pt had poor bone stock so the reverse shoulder prosthesis baseplate did not have adequate fixation and it loosened. The surgeon removed the baseplate, screws, glenosphere, cup shell, liner, and put in an adaptor and turon head.

Manufacturer narrative:
The reason for this revision surgery was to address instability after 15 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the instability was most likely due to poor bone stock. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.